Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue on 8/28/2015. A replacement led cable and pleora port were sent to site. The representative replaced the damaged part. The imaging system was then tested and passed inspection, it was put back into use. The parts were sent back to the manufacturer for evaluation: green led cable: unable to confirm "damaged." Green led assembly appears to be in undamaged condition and illuminates as expected when power is applied pleora port: unable to confirm reported problem "drops into standalone following 2d, then recovers. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported when taking fluoro images, the o-arm drops out from 2d mode into stand alone mode, then reverts back to 2d mode. Green led on the mvs damaged. Troubleshooting shows logs still come up with frame grabber errors. Rep will replace pleora port and led light. There was no patient present when this issue was identified.